Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-005-b; lot 2102003 had some particle in the tubing." Device operator was a patient. No medication was involved and no infusion occured. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
A visual inspection of the affected administration set confirmed the presence of particles inside the tubing. The reported issue is confirmed. The affected device will be sent to the contract manufacturer for further evaluation.

Event description:
This is a follow-up for the initially filed MDR.